Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture no openings observed in the device. Additional observations: deformation observed in the surface of the shell. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right rupture and exchange from textured to smooth due to product concern." Device has been explanted and replaced.

Event description:
Healthcare professional reported "right rupture and exchange from textured to smooth due to product concern." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured to smooth implant exchange.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.